Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co through means of co clinical programs device tracking, the device was removed due to a "tubing kink", secondary to a "malfunctioning penile prosthesis". As reported to co, a "straight connector only" was removed and replaced.